Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they have been having to charge more frequently since (B)(6) 2017. Follow-up was conducted with the patient. No patient complications/symptoms were reported.

Manufacturer narrative:
The "date of report" field from the previous report was incorrectly populated. The correct "date of report" for the initial report is (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.